Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2017 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The pump powered up with auditory and vibratory alarms to a blank display. The power complaint was unable to be adequately investigated due to the blank display. The pump cover was removed to find no intermittent conditions to the printed circuit board. An eeprom failure was determined to be the cause of the reported issue.